Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm after swimming with the pump. The customer's blood glucose (bg) level was 300 mg/dl and the customer indicated that insulin shots were to be used to lower the bg level. Reportedly, there was a temporary delay in clearing the alarm and resuming insulin delivery.